Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, a surgeon console powered on in simulator mode and would not switch to procedure mode. The technical support engineer first recommended performing a hard power cycle and then recommended verifying the short blue fiber cable connections. Due to a recurrent issue, the caller instead guided the customer to remove the blue fiber cable and leave the console unplugged while procedure setup continued, and the call ended so the customer could complete preparation. There was no report of patient involvement or reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.